Manufacturer narrative:
Concomitant medical products: sedr01, ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing atrial fibrillation (af). The right ventricular (rv) lead exhibited low impedance and decrease of impedance. The ra lead was reprogrammed and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.